Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR of the complaint batch 25a22g8271 and no abnormality observed during in-process and at final control inspection. Evidence at disposal: no sample saved and no meaningful picture available for a proper evaluation. Complaint has been added into the statistic for trend analysis. Conclusion: as no sample was received, further investigation was not possible. The complaint batch shows no abnormality. Complaint is therefore not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description safety shield bent causing stylet to become stuck in the hub detailed inquiry description pt here for CT IV, I started an IV for pt procedure. As I advanced the canula and retracted the needle the safety cover that covers the tip of the needle became stuck to the inside of the canula. I was unable to retract the needle, I had to remove the entire canula to also remove the needle. Due to faulty equipment I had to start a second IV for pt to have her scheduled procedure.